Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 406mg/dl. The customer states their levels had been as low as 40mg/dl. The customer attributes the lows to having over corrected. The customer's most current level was 569mg/dl. The customer treated the highs with the pump. The customer states the alarm was resolved by complete set and reservoir change. Troubleshoot was conducted. The cannula was noted to be bent. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device.